Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A patient experiencing ineffective stimulation was reported to abbott. As a result, the ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Attempts were made to obtain complete patient and event information. Additional information was not provided. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy starting on an unknown date. Reprogramming the therapy was unable to restore effective coverage. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted. The patient could not recall whether the ineffective therapy was regarding pain outside of the intended pain map covered by the implant or if the system was ineffective.